Event description:
The report indicated that following 4 days of ECMO support, the clinician noted plasma and hemolyzed blood leaking from the junction of the heat exchanger to the housing (at the tertiary vent). The oxygenator was changed out with no pt injury observed. ECMO is an off-label use of the dvice. The device is designed and labeled to operate for a maximum period of 6 hours.